Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. Therefore, an eval could not be completed. If the device is returned, and eval will be completed and a supplemental report will be submitted.